Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per report received from germany, edwards received notification of a pascal precision procedure in tricuspid position where three devices were implanted and an slda happened after releasing the third device. The first two devices were implanted in a a-s position with a 2-8 clocking an good leaflet insertion. To reduce the main jet between the p-s segment the physician planned to implant a third device in a p-s position with a 3-9 clocking. After the first grasp there with not enough septal leaflet insertion, so the physician decided to optimize the septal leaflet insertion. After closing the device the leaflet insertion of both leaflets were checked and it was ok to release the device. After the device was released the septal leaflet was lost and there was an slda. The issue had a positive impact of the patients outcome. An additional device to stabilize the slda, was not being considered by the physician. The tricuspid regurgitation was reduced from 5 to 2. The gradient was 4 after the release and was accepted by the physician. The blood pressure and the hemodynamic values were improved. The patients status was stable before, during and after the procedure. As per medical opinion the septal leaflet at the site where the third ace was to be placed was very thin and was probably damaged from a previous attempt from an external clinic. The patient was treated unsuccessfully in one clinic. A second clinic has classified the procedure as unfeasible. As per additional information received, approximately 2 years and 5 months following the index procedure, the patient was being screened for a potential re-intervention to replace the tricuspid valve with the evoque system. At the time the screening was done the current tricuspid regurgitation was massive.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence. Available information suggests inadequate leaflet grasping and thin leaflet likely contributed to the event. Per the physician's assessment, the leaflet was likely damaged during a previous treatment attempt at another external clinic making it difficult to obtain adequate engagement on the leaflet. Since no edwards defect was identified, corrective or preventative actions are not required.